Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv sensing had dropped after asymptomatic patient underwent unrelated ra lead revision procedure. The rv lead was explanted, discarded and replaced. The patient was fine before, during and after the procedure.